Event description:
It was reported to philips that c-arm locked in ceiling track brake misalignment identified on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service realigned the brake and replaced psu (pd. Scomp.dcps_24v_12v_5v); system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).